Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. On (B)(6) 2013 the patient had a type 1a endoleak and the physician implanted an infrarenal aortic extension to seal the leak. On (B)(6) 2016 computed tomography (CT) showed a type 1a endoleak. The patient had a subsequent endovascular procedure on (B)(6) 2016 and physician elected to implant a suprarenal aortic extension and a non-endologix stent to seal the leak. Post procedure patient continued to have a residual type 1a endoleak and the physician will continue to monitor. The patient is in stable condition.